Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a recanalization procedure using the rotarex catheter. During lower limb surgery, the blood flow in the vessel was not good. During the second suction, the tip of the catheter was severely deformed and frayed, and blood flowed out from the tip. After flushing, the situation did not improve, and the catheter could not be used again. Another rotarex catheter was used to suction the thrombus, and after repeated suction, the residual thrombus disappeared.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: no physical sample was received. A physical investigation was not possible. The user report and provided image contains information regarding catheter mechanical jam. After review of the provided images mechanical jam can be confirmed. A clear root cause could not be identified but a blockage of the catheter represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a recanalization procedure using the rotarex catheter. During lower limb surgery, the blood flow in the vessel was not good. During the second suction, the tip of the catheter was severely deformed and frayed, and blood flowed out from the tip. After flushing, the situation did not improve, and the catheter could not be used again. Another rotarex catheter was used to suction the thrombus, and after repeated suction, the residual thrombus disappeared.